Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on (B)(6) 2015 (date approx.), the patient underwent tlif. Intra-op, the product was broken during insertion when surgeon impacted it to positioned. The product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis :macroscopic examination confirms the implant is fractured into multiple pieces and broken. The multiple broken portions of the implant are missing and not returned for analysis. Optical examination of the fracture surfaces reveal a fairly brittle fracture surface, with rays emanating outward, and no indication of fatigue. The location and nature of the fractures, suggest brittle overload during insertion as the mechanism of failure.